Manufacturer narrative:
To date, there has been no lot number information provided by the surgeon; however, tsl can confirm that the product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by facilityand has undergone sterilization validation and does audit studies in accordance. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality.

Event description:
The surgeon approached tsl's stand in 2007 and reported that he had used permacol to repair a diaphragmatic hernia and subsequently, the hernia had recurred. When the surgeon re-operated he noted that the permacol had disappeared.